Event description:
It was reported that during an lar procedure, the hand switch does not work sometimes. When the hand switch was continued to be used, the sound was sometimes heard and stopped and also it activated fragmentary. The situation did not change even when the doctor cleaned the connector part of the device. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information not available, device not returned for analysis.